Manufacturer narrative:
An event of valve explant secondary to infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 23 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted secondary to infection and replaced with a medtronic freestyle valve. The patient is reported to recovering.

Event description:
On an unknown date, a 23mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted secondary to infection. At the time of explant, the valve was tested with normal saline and per report the leaflets did not coapt as there was more leak than the surgeon thought was normal. The physician reported the leaflet did not visually appear to be evenly spaced in length. Therefore the valve was explanted and a new valve implanted. Per report the patient had an extended cross clamp time. Additional information has been requested..